Manufacturer narrative:
B5: additionally, the scale zero points were given and a hook on a scale hook was loose. According to the nurse, this hook was not on the dialysate scale and there was no part missing from the hook. H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The technician verified the error message dialysate scale not calibrated during operation. The prismaflex control unit continuously monitors the weight of the solution bags and the effluent bag. Should the actual weight of a bag vary more than 20 g from its expected value, this indicates problems with fluid flow. The machine responded to this failure as per specifications, by notifying the dedicated scale malfunction alarm. The reported condition was not verified. The dialysate scale and the scale hook were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The log data analysis of the prismaflex showed that treatment was started on september 9 at 17:10 and ended at 17:34. Additional information provided reported the patient passed away on september 10 at 02:26 , 8-9 hours after the treatment was ended. The cause of death was cardiogenic shock with multi-organ failure. Based on additional information received, the prismaflex machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient died while receiving continuous renal replacement therapy with a prismaflex system. During therapy, the machine triggered a scale not calibrated alarm. Technical service did not reveal any scale zero point deviation. The test was repeated; however, the alarm was unable to be cleared. Treatment was stopped. Blood restitution was not able to be performed. The patient had died nine hours and twenty-six minutes into therapy. The cause of death was due to cardiogenic shock with multi-organ failure. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.